Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) complained of feeling like a 'rubberband was snapping in her chest'. Therefore, the patient came into the clinic and the device was interrogated; however, the complete model/serial number was not displayed and a red screen appeared. It was also noted that the device was pacing at 60ppm and tones were unable to be elicited with the application of a magnet.